Event description:
An aneurx stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as tight calcified iliac arteries. It was reported that the physician inserted an 18 fr sheath in the pt and removed the sheath. The physician advanced and deployed the stent graft which slid very easily to the intended landing zone. The next angiogram demonstrated a slight perforation in the iliac artery. The physician elected to extend the iliac arteries and slight perforation was covered by iliac limbs. The physician believes the perforation may have been due to the insertion of the 18 fr introducer sheath, since the hydro stent graft advanced easily to the intended landing zone. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other secondary intervention required.